Manufacturer narrative:
A device history record (DHR) review for model vnl11-j10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 08 aug 2018 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of no video image was confirmed through evaluation of the device. Evaluation findings were listed as: ccd driver circuit board failure, passed dry leak test, failed wet leak test, image blackout, numbers 1, 2, 3, and 4 remote control buttons not working. The device was refurbished, cleaned, and disinfected, angle adjustments made, and video image calibrated. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested an RMA for a vnl11-j10 (sn: (B)(4)) video naso pharyngo laryngoscope for an issue of no video image. There were no patient or user injuries, adverse events, delay, or medical intervention reported.